Manufacturer narrative:
The field complaint of the transmitter overheating and noting a spark where it was plugged in was not verified. The visual inspection revealed no damage to the outer plastic housing of the transmitter or to the ac power adapter. The plug adapter (prongs) was removed, and no damage was noted on the green contact strips. The unit was plugged in to the working ac power outlet and the unit powered on successfully. When it was plugged in, no sparks occurred, nor did it occur through the remainder of the troubleshooting. The unit booted up to sleep mode and performed the delete/downgrade process successfully. The transmitter was left plugged in for over an hour and at no point was it overheating. The transmitter was completely responsive and functioned as intended throughout troubleshooting. At no point in the process were sparks ever noted nor did the unit itself overheat.

Event description:
It was reported that the transmitter was overheated and there was a spark from the power outlet. The transmitter was replaced to resolve the event. The user status was unknown.